Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the mega suturecut needle driver instrument had a broken cable. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that he instrument was inspected prior to use and there was not any damage out of the ordinary. They are unsure what surgical task was being performed when the issue was identified. There was no instrument collision, and they did not specify is there were any issues related to the opening/closing, the pitch or yaw motion of the instrument. It was not specified if there were any cables protruding from the distal end or what motions it controls. There are no photographic images of video available for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing further inspection found no abnormally sharp or damaged components that may contribute. The complaint regarding broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.